Event description:
It was reported that when installing the protection on the probe, the part of the end of the cover that is supposed to stick to the probe does not stick. The adhesive remains on the white part of the label and not on the cover. No patient injury, infectios or complications were reported.